Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot (p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and making difficult to read and sometimes buttons need to pressed multiple times to work. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had rejected new batteries and issues with contact with end cap. The insulin pump will not be returned for analysis.